Manufacturer narrative:
(B)(4)

Event description:
Same case as MDR ID: 2134265-2018-00296. It was reported that balloon rupture occurred. The stenosed target lesion was located in the left dialysis access graft in the arm. Two 7.0 x40 75cm gladiator¿ balloon catheters were selected to dilate the lesion. However, on both instances, the balloon ruptured. The procedure was completed with another with the same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. The device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was then applied and the balloon deflated fully. The balloon was inflated to its rated burst pressure and deflated on three more occasions with no leaks noted in the device. The inflation device was verified before and after use. A visual and microscopic examination found no issue with the markerbands or tip which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00296. It was reported that balloon rupture occurred. The stenosed target lesion was located in the left dialysis access graft in the arm. Two 7.0 x40 75cm gladiator¿ balloon catheters were selected to dilate the lesion. However, on both instances, the balloon ruptured. The procedure was completed with another with the same device. No patient complications were reported and patient's status was fine.